Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and tortuous proximal left anterior descending artery. A 2.50x15mm quantum monorail balloon ruptured at 14 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as "no problem" with no complications reported.